Event description:
It was reported that stent damage occurred. The target lesion was located in the normally tortuous and heavily calcified mid right coronary artery (rca). A jr 4.0 /6f guide catheter was advanced and engaged in the target vessel. Following predilation with a 3.0 non-bsc balloon catheter, a 38 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the stent delivery system (sds) slid backward to the proximal rca and the physician noted that the middle part of the stent flared. The procedure was completed with another 38 x 4.00mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the mid-section of the crimped stent were damaged, deformed and stretched proximally. This type of damage is consistent with resistance being experienced during advancement of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the normally tortuous and heavily calcified mid right coronary artery (rca). A jr 4.0 /6f guide catheter was advanced and engaged in the target vessel. Following predilation with a 3.0 non-bsc balloon catheter, a 38 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the stent delivery system (sds) slid backward to the proximal rca and the physician noted that the middle part of the stent flared. The procedure was completed with another 38 x 4.00mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).